Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. (B)(4).

Event description:
It was reported via medwatch "after catheter insertion, when the user was attempting to remove the guidewire, the guidewire "got stuck" in the patient's arm after the needle was retracted' the nurse pulled with minimal force on the guidewire and it came out' there was initially some concern for potential retained foreign body (rfb), but it was later determined by x-ray that there was no rfb present."